Event description:
It was reported that the user experienced a roller coaster in glucose after entering three lunch announcements consistent with his usual routine, consuming a very large amount of carbohydrates, and expressing concern that the ilet pump delivered too much insulin; device data reviewed with the user indicated total insulin delivery around 40 units since midday and a postprandial hyperglycemia up to 275 mg/dl followed by a low to 60 mg/dl, after which glucose returned to 101 mg/dl. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of uploaded pump and glucose data with troubleshooting and education provided. Investigation of this case revealed that the device delivered insulin as reported without evidence of device malfunction, and that elevated glucose after a large carbohydrate intake with subsequent correction dosing likely contributed to later hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.